Event description:
It was reported, that after a few minutes of use, the xenon light source exhibited a continuous beep and switched off. The issue occurred during the beginning of a therapeutic laparoscopic inguinal hernioplasty procedure. There was a 15 minutes delay and the patient was under general anesthesia. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the subject device was not returned to olympus for an evaluation. Therefore, the reported defect could not be confirmed, and a root cause could not be determined. This supplemental report includes a correction to g2 to provide information that was inadvertently not include in the initial medwatch. Also, information has been added to d8, d10, and h4. Olympus will continue to monitor field performance for this device.